Manufacturer narrative:
Correction: section b1, type of report should have been selected for "product problem" rather than leave it blank.

Event description:
It was reported that the patient presented to the clinic for a follow-up visit. It was noted that the right ventricular (rv) lead exhibited a high capture threshold, resulting in loss of capture, and was deemed dislodged. Diagnostic imaging showed that there was no change in position. Programming changes were made to address the failure to capture. The rv lead was subsequently explanted and replaced. The patient was in stable condition.